Event description:
During a cryoablation case, frost developed on the needle shaft. The user managed the frost formation by using sterile water. The case was completed with no reported injury to the patient. At the end of the case, the needle was discarded. The defective needle will not be returned for investigation.

Event description:
This follow up MDR is to document the manufacturers actions for the reported event. No further follow up or investigation is anticipated for this event.

Manufacturer narrative:
The needle with the reported frost formation on the needle shaft was not returned to the manufacturer for investigation, and the complaint could not be confirmed. The needle lot manufacturing records were reviewed, and no vacuum sleeve defects were recorded within the needle batch.